Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
An issue with the wake button was reported via social media. The customer did not reply to multiple follow up attempts by customer technical service. There was no reported adverse impact. No additional information was provided.